Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from october 21, 2019 - october 22, 2019. H10: the device was received for evaluation. The bag was cut at the top left corner where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which observed a leak between the spike port cap tube and the spike port bonding area. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of adhesive being applied to the spike port connector when it was inserted to the spike port tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. The leak was discovered prior use. There was no patient involvement. No additional information is available.